Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient presented in clinic and normal function was restored to the icm, however, no information was provided as to how the ble issue was resolved. There were no reported patient consequences.